Manufacturer narrative:
The date returned to manufacturer was documented as aug 24, 2016 on the initial report. It has been updated to sep 7, 2016 to reflect the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was broken was confirmed. An assessment was performed on the device which found that the tip was drilled and broken off. It was determined that this condition was due to a failure to follow the directions for use (dfu). When the burr was improperly loaded into the attachment device and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the adult craniotome device was broken. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.